Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the blade in question. During the surgery, the blade was not locked. The surgery was completed successfully. There was a surgical delay of thirty (30) minutes. The patient outcome was reported as stable. No further information is available. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l105 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot , part: 04.027.056s, lot: l581747, manufacturing site: bettlach, release to warehouse date: 22. Sep. 2017, expiry date: 01. Sep. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: according to the information received, he patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the blade in question. During the surgery, the blade was not locked. It was not reported how the surgery was finished, but the surgery was completed successfully within 30minutes delay. No further information is available. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection and functional check of the returned device. H6: during the visual inspection slightly damages at the blade's tip were found. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. Furthermore, there are red colored residues visible inside the blade's shaft, most likely referable to dried blood. No other visual damage could be observed at the blade. The function test at zuchwil customer quality was conducted with a demo impactor according surgical technique guide dsem/trm/0714/0109 se_822673 aa 09/20, with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "blade could not be locked" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed . According to the functional check outcome, the device is fully functional when operating according the surgical technique guide. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.